Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having to press the buttons of insulin pump multiple times and they were harder. The customer blood glucose level was unknown. Customer states since they receiving the insulin pump, it diminished battery life, customer changing battery about once every week. The device will not be returned for analysis.